Manufacturer narrative:
Surgeon feels that when drilling the distal screw hole the drill bit was pushed up against the nail causing a weak spot. The device failure had adverse effects on patient: loss of achieved correction. Patient current health condition: patient stable after removal device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
Received information that a fitbone nail broke during treatment. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation according to external laboratory results, the returned sample was examined visually under an optical microscope, and by scanning electron microscope (sem). The fracture surfaces, although damaged by rubbing after the breakage, exhibit ductile behavior, with evident dimple morphology in the less altered areas. Both externally and internally, the nail tip appears plastically deformed, with multiple tensile stress cracks on one side and compressive stress deformations on the opposite side. In particular, when examining the internal surface of the hole crossed by the screw, a compressive plastic deformation is evident on one side of the hole. Conclusions analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications. The database review was performed, highlighting that no similar events have been registered on the involved product code in the last 24 months. Thus, this case is isolated. Based on all facts mentioned above and considering the application of the device, it cannot be ruled out that the screw, may have triggered the abnormal loading of the nail as a result of an overload, of its own breakage/deformation.

Event description:
Received information that a fitbone nail broke during treatment. The nail was replaced with another nail. Patient is stable. Distributor ref: (B)(4)